Event description:
This rv lead was explanted and replaced due to noise. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that there was a fracture and inappropriate shocks as well. Upon receipt, a medial lead fragment (approx. 34 cm length) was received for analysis. The proximal fragment (including the yoke and connector pins) and the distal fragment (including the rv-shock coil and the lead tip) were not returned. An extraction aid was found in the lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. A through analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing leading to inappropriate shocks. Further damages such as stretched svc shock coil, most likely resulted from the tensile forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.